Event description:
It was reported that the patient had their bladder stimulation replaced 2 days ago. The original implantable neurostimulator (ins) was replaced due to the fact that it was not working. It was noted that the patient didn¿t know the specifics of it but the stimulation was not working. The ins was working but the therapy was not controlling the patient¿s symptoms. It was stated that when the implant was implanted it worked fine. The patient could not say when they felt the ins was not controlling their symptoms. It was reported that 2 years ago the patient had a fall and fell directly on the ins and they didn¿t know if the fall had jarred the ins. The patient¿s health care provider (hcp) took x-rays and nothing seemed to be amiss. It was noted that it might have been at the time of the fall that the patient noticed the ins was not controlling their symptoms. The patient had a loss of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v319870, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).